Manufacturer narrative:
Date of event: the event date was not reported. One year prior to the date of publish was used as an estimate. (B)(6). Literature citation: brown, r., khanji, m., mullen, m., patel, r., & bhattacharyya, s. (2019, july 10). Hypoattenuated leaflet thickening associated with symptomatic thrombotic prosthetic valve obstruction: early complication following transcatheter aortic valve implantation. Retrieved september 02, 2020, from https://academic.oup.com/ehjcimaging/article-abstract/21/1/115/5530694?redirectedfrom=fulltext.

Event description:
It was reported via journal article that thrombosis, aortic gradient elevation, and dyspnea occurred. The patient underwent a successful 27 mm lotus edge valve implantation. Post procedure, transthoracic echocardiography (tte) showed normal prosthetic valve function. At the three month post procedure follow-up, the patient became breathless with a prolonged ejection systolic murmur. Repeat tte was performed and showed a considerable rise in aortic transvalvular gradient. Contrast enhanced computed tomography angiography (cta) of the aortic valve showed hypoattenuation of all three cusps with marked basal leaflet thickening and severely reduced tri-leaflet motion. The patient's clopidogrel medication was replaced with apixaban. One month later, a repeat cta was performed and showed normal leaflet thickness and contrast enhancement. One year later, the patient was asymptomatic with normal prosthetic valve function on anticoagulation medication.